Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided, d1: brand name unknown / not provided, d4: additional device information unknown / not provided, d9: device availability unknown / not provided, g4: premarket identification unknown / not provided, h4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant and cover screw were placed on (B)(6) 2023 at tooth location 36. Crown loosening end of 2023, crown loosening (B)(6) 2024. Healing abutment screw fractured (B)(6) 2024 and the screw was removed (B)(6) 2025 x-ray confirmed implant fracture. The doctor reported pain. This complaint refers to 2nd loosening of the crown on (B)(6) 2024.